Event description:
The customer reported that the ac inlet had pulled out of the module and that the module failed.

Manufacturer narrative:
(B)(4). The customer reported that the ac inlet had pulled out of the module and that the module failed. The customer was sent a new ac power module which resolved the failure. We will consider this a failure of the ac power module.